Event description:
It was reported that the patient was experiencing an intermittent tapping sensation, which caused chest tightness and anxiety. Interrogation indicated that the symptoms correlated with right ventricular (rv) pacing. Since the patient was only pacing a small amount of the time and reprogramming did not alleviate the symptoms, the physician chose to turn off rv pacing. The rv lead is still in use for sensing only. The patient is a participant in the product surveillance registry clinical study. No further patient complications have been reported as a result of this event.